Event description:
It was reported that the patient arrived at the hospital in cardiac arrest with the Driveline Disconnected Hazard alarm. The patient passed away. No further information was provided by the customer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.